Event description:
Per interview with slp: patient was admitted into hospital for exacerbation of copd, in 2008; was experiencing strong coughing episodes and vomiting. On the next day, the pt noticed that the prosthesis was protruding from puncture site; patient repeatedly tried to push device back into place. Hospital contacted her slp, who provided instruction to staff. Prosthesis remained in puncture site (safety strap had been previously removed). On the following day, the device was noticed to be missing from puncture site. The patient underwent x-ray; device was located in right lung. A bronchoscopy was performed. Upon removal, hospital staff noted that the esophageal flange was missing from the device.

Manufacturer narrative:
Per reporting health professional: tissue integrity around puncture site is 'not good'. Sizing prior to insertion of device is not typically done due to tissue bleeding and spasming issues. Results of analysis: examination of the returned device revealed the distal flange and a portion of the central lumen above the titanium ring to have been missing from the device. A significant accumulation of a dark red and yellow, dried substance was noted to be on the remainder of the device. The valve strap was noted to have been removed and not returned with the device. Several gouges were noted to be on the kynar cartridge. The remainder of the device appeared intact. Quality engineering was unable to test due to the as-rec'd condition. Examination of the edges of the material separation revealed the edges to be jagged and torn indicating that the device had been subjected to forces and stresses sufficient to cause the material separation. Quality engineering was unable to determine the exact cause of the material separation in the device. No other anomalies were noted.